Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the provided pictures identified the impactor pad is broken. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by provided photo. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d9, g1, g3, g6, h2, h3, h6, h11. Visual examination of the returned product/provided pictures identified gouges on the handle of the device and the strike plate has wear and tear. The black poly impactor tip has fractured and was returned with the device. The failure mode for the device presented is likely either overload or low cycle fatigue culminating in overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: canada. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the black tip of the impactor broke while striking the implant in position. There was no reported harm, injury, or delay. Due diligence is complete. No additional information is available.